Event description:
It was reported that a pump was programmed to deliver 500 ml of vancomycin, however, when the pump displayed that 396 ml had been delivered, it was observed that the IV container was full (delivery rate unk). It was also reported that there was no pt injury. The customer stated that the device has been tested and an under infusion could not be reproduced.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. Sigma received the device history log from the customer by electronic mail. Review of the device history log found two infusions programmed to deliver 500 ml of vancomycin. At the start of the most recent infusion segment, the pump alarmed for an upstream occlusion.